Manufacturer narrative:
H.6. Investigation: bd received one photograph which displayed a package with the bottom of the blister pack partially opened. Although the actual sample was not submitted for evaluation, there was enough evidence to confirm and support a manufacturing material related issue for the reported defect. A device history record review was performed on these lot numbers. A corrective action project has been implemented to address the issue of inadequate sealing of packages. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ package was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: observation of a rupture of sealing of the packaging of the catheters before use, lost of sterility.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ package was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: observation of a rupture of sealing of the packaging of the catheters before use, lost of sterility.